Event description:
It was reported that during surgery, the surgeon noticed the lens was defective. The incision was enlarged, a new lens was implanted, and eye was sutured. Reference MDR # 1313525-2015-02025.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found one haptic torn off and missing. The optic has been cut nearly in half. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage.